Event description:
Reported experiencing elevated blood glucose (420 mg/dl), for the past few weeks. Pt is unable to successfully lower blood glucose by bolusing; however, when pt removes the cartridge, from the device, and delivers the insulin by injection, their blood glucose decreases. Pt indicated that there has been no apparent insulin leakage. No error messages were generated by the device.